Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that there was a channel error.

Event description:
It was reported that there was a channel error.

Manufacturer narrative:
Additional information: d10 correction: h6 evaluation method, results, and conclusion codes. The customer reported problem was not confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. Based on the findings, service was unable to determine the proximate cause of the reported issue. A review of the device history record for sn (B)(6) was performed from (B)(6) 2011 to (B)(6)2020 and note that this device has been returned for service once without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device.